Event description:
International affiliate reports the valve was used as a lumbar, peritoneal shunt. The pt developed high peaks of intracranial pressure and the surgeon decided to explant the device. Note: the valve is not labeled for use in a lumbar peritoneal application.